Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of loosening, wear, or infection, which led to pain.

Event description:
Revision due to pain.